Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient admitted for elective a; p repair and hysterectomy. Catheter documented draining on day shift with output on fluid chart. Did not drain on the night shift, catheter found to have fallen out with balloon deflated. Checked for size of faulty catheter due to internal safety bulletin. Catheter size 12f. Bed pan given, passed small amount of urine, bladder scan showed 1000mls, dr informed, pack removed under dr instruction and recatheterised. Faulty catheter placed in sluice in orange bag labelled for lolita at bd as per bulletin instructions. Customer emailed also.